Manufacturer narrative:
The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the emergency department (ed) with a fall 2 days ago and progressive weakness, lightheadedness, and shortness of breath over the past 2 weeks. The patient¿s blood pressure medications recently decreased. Hemoglobin currently 5.9 mg/dl (down from 8 mg/dl in (B)(6) 2020). While in the ed, the patient was transfused with 2 units of packed red bloods (prbc). Head CT was normal, abdominal CT did not demonstrate any retroperitoneal bleeding. The patient was admitted to cardiology, upon admission losartan, lasix, coumadin, aspirin, and coreg was held. Gastrointestinal bleeding (gi) consult performed esophagogastroduodenoscopy (egd) on (B)(6) 2020 revealed multiple non bleeding gastric erosions colonoscopy (B)(6) 2018 diverticulosis and small polyps in the sigmoid and ascending colon, no avms. H.pylori positive. On (B)(6) 2020, 2 more units of packed red blood cells (prbcs) administered and the patient was discharged home on (B)(6) 2020. The patient¿s official diagnosis was source unknown, official diagnosis: acute blood loss anemia secondary to gastric erosions, these are most likely secondary to chronic nsaid use, but they could also be due to h pylori. The patient received a total of 4 units prbcs inpatient. The plan for the patient is to repeat complete blood count (cbc), comprehensive metabolic panel (cmp), lactate dehydrogenase (ldh), and international normalized ratio (inr) with plan for resumption of coumadin pending stable hgb at that time. Follow up via phone visit with cardiology in 2 weeks. No additional information provided.

Event description:
Additional information received reported that the patient was admitted to cardiology service and losartan, lasix, coumadin, aspirin, and coreg were held. An esophagogastroduodenoscopy (egd) was performed and results came back as h.pylori positive. 3 more units packed red blood cells (prbcs) were administered (B)(6) 2020. The patient was discharged to home (B)(6) 2020. Official diagnosis was acute blood loss anemia secondary to gastric erosions with a start date of (B)(6) 2020, resolved on (B)(6) 2020. Type of treatment included hospitalization; changes to medication and blood transfusion.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.